Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left superficial femoral artery. A 3mm x 40mm x 146cm coyote es balloon catheter was advanced for dilatation, however, during first inflation at 6 atmospheres for 20 seconds the balloon ruptured at the center. The device was removed and completed the procedure with a different device. There were no patient injury reported and the patient condition was good.